Manufacturer narrative:
(B)(4). Date sent: 4/18/2023. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: the part which it was not anastomose properly was maybe posterior wall, but it is not sure. The trigger was fully grasped. There is no problem to the patient until the next morning of the operation. The washer was not broken, but there was a scratch from a knife hit. Adjusting knob was tightened until the indicator gets in the green range. The surgeon did not check the donuts. The surgeon did not check the form of the staple on the torn area. There were no change in procedure (e.g. Additional port hole nor semi-opened wound ) except from the re-anastomose. Additional information was requested and the following was received: could you please provide more details for ""there is no problem to the patient until the next morning of the operation""? On the morning of the one day after the initial procedure, the patient is stable. Could you please clarify if there were any patient consequences? The anastomosis site was cut, and the re-anastomosis was performed with cdh25p. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device could not be fired completely at 1st firing. It is unknown if the washer breaking sound was heard or not. Also, there was a difficulty in removing the device. It was removed forcibly, and the anastomose site tore. A part of the anastomose side might have not anastomosed properly. The device was used on the colon and rectum. Additional cut was performed, and the device was used to re-anastomose to complete the case. The patient is still hospitalized. The issue occurred on 11th apr. The patient will be followed up. The surgeon commented that there is a possibility that the firing trigger was not fully grasped. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 05/12/2023. D4: batch # 310a19. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 310a19, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2023. Additional information received: what were the indications for surgery? Laparoscopic sigmoid colon resection was the hospital stay extended longer that normal for this type of procedure? We were unable to confirm the patient's background. Did the patient receive any preoperative chemotherapy or radiation? The washer could not be punched through. What healthcare professional fired the device and what is his/her experience with the device? He has been a surgeon since 1996 and is very experienced. What was the purse string technique that was used? They could not confirm that it was a special method. Usually parstringing with a width forceps through a small incision wound is the most common method in japan. What is meant by, ¿the device could not be fired completely?¿ it means that the washer could not be punched through. Did the device fully cut and partially staple (incomplete staple line)? The answer was unconfirmed as to the formation of a staple. Did the device partially fire (cut and staple line equal in length, but not fully circumferential)? Surgeon responded that he thought he had gripped the handle all the way to the end, but the washer was not punched through. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The indicator was located in the middle of the gap setting scale. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Confirmation was not obtained. Was the device difficult to close? Was the device difficult to fire? The surgeon did not comment that it was difficult to close the device, but he did say that he gripped it until the end. How many counter-clockwise revolutions of the adjusting knob were used to open the device? As described in the IFU. Did the healthcare professional receive audible & tactile feedback when firing the device? No sound could be confirmed, and the feedback was a feeling that the device was not struck through to the end. Were the donuts inspected? If so, please describe. No. Was a complete transection of the white breakaway washer visually confirmed? They confirmed that the washers were not completely punched through. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. The patient has not confirmed if there was any staple malformation. What is the current status of the patient? After we were told that the patient is under observation, we have not heard of any major problems. There is no problem to the patient after the operation, and the patient has been discharged from the hospital.